Event description:
It was reported that a device fracture occurred. A 330cm rotawire was selected for use. During the procedure, when removing the rotawire, it was noted that the floppy part of the guidewire detaches from the rest of the guidewire. The broken part of the guidewire was stuck in the distal part in the right coronary artery; removing of the guidewire was unsuccessful and so a stent was placed.